Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. The reported single leaflet device attachment/slda was likely related to the patient morphology/pathology and due to the cleft on the leaflet. There is no indication of a product issue with respect to manufacture, design or labeling. Device evaluated by MFR: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device remains implanted. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr), with an mr grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. During gripper line removal, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A second clip was implanted stabilizing the slda clip. Mr was reduced to 3. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.